Manufacturer narrative:
Device returned to manufacturer correction from no to yes. Device evaluated by manufacturer correction from not returned to manufacturer to yes. Parts replaced correction from vacuum pump, vacuum pump oil and oil mist filter to vacuum pump filter assembly, vacuum pump oil and oil mist filter. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue was reviewed from september 2017 to march 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump filter assembly was returned and tested. The sterrad completed the test cycle with no smoke, mist or odor present. The reason for the return of the vacuum pump filter assembly could not be confirmed. The oil mist filter and vacuum pump oil were not returned for further evaluation. The assignable cause of the haze/mist issue is likely due to the vacuum pump filter assembly, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The asp field service engineer replaced the vacuum pump, vacuum pump oil and oil mist filter to resolve the haze/mist issue. Unit meets specifications and was returned to service. (B)(4)

Event description:
While onsite servicing the sterrad® 100s sterilizer for another issue, an asp field service engineer (fse) discovered a haze or mist emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.